Manufacturer narrative:
Root cause: use error: per tandem's x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer accidentally requested and delivered a bolus twice. The customer's blood glucose level was 54 mg/dl. Reportedly, blood glucose was addressed by the customer consuming a sandwich.